Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for additive abnormality (lack of spray coating), damaged tube, and insufficient gel quantity was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of additive abnormality, damaged tube, and insufficient gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of additive abnormality, damaged tube, and insufficient gel quantity. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no corrective actions are planned at this time.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. "This lot number of tube 36792 shows cluster inside the tubes or white matter coating on the tube walls."

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tube there was discolored abnormal additive form. This event occurred 4 times. The following information was provided by the initial reporter. "This lot number of tube 36792 shows cluster inside the tubes or white matter coating on the tube walls."

Manufacturer narrative:
Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure modes for additive abnormality (lack of spray coating), damaged tube, and insufficient gel quantity was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issues of additive abnormality, damaged tube, and insufficient gel quantity was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes of additive abnormality, damaged tube, and insufficient gel quantity. Bd was not able to identify a root cause for the indicated failure mode. Based on the low defect rate for the batch in question, no corrective actions are planned at this time.